Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the unknown mynx vascular closure device (vcd) did not fully deploy. The site was able to establish hemostasis from a product that did deploy. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After review of additional information that device is a mynx control and not a mynx grip, the code was changed. Due to code change this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.